Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Failure analysis investigations replicated and confirmed the customer's reported complaint. The clip applier instrument failed the clip test due to misapplication of the clip. It was tested on an in-house system and passed recognition and engagement tests. However, it was unable to release the clip as commanded. An additional observation related to the customer's reported complaint was that the instrument was found to have a derailed grip cable at the distal idler pulley. The yaw motion may be non-intuitive as a result. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the large hem-o-lok clip applier instrument would not release the clip. The instrument had to be manually removed. The procedure was completed with no reported injury.